Manufacturer narrative:
Testing of actual/suspected device: (10/3233): the fse rordered the necessary parts and returned at a later date to install the batteries. Subsequently, the fse completed pm service including all all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when this information is provided to us. The full name of the event site was shortened due to field character limit; the full name is: (B)(6). The initial reporter named is a getinge employee whose contact details differ from that at the event site. A contact from the event site is nurse (B)(6), email: (B)(6). The event site telephone number is (B)(6).

Event description:
It was reported that during preventive maintenance (pm, performed by a getinge service engineer, the batteries in the cs100 intra-aortic balloon pump (iabp) were without autonomy, with a runtime below factory specifications. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).